Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was intended to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During preparation, upon opening that package, it was noticed that the device was broken. The procedure was completed with "another tome." There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the cutting wire broke.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event. (B)(4).